Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia (performed hysterectomy) in 2017, osteoarthritis (physical therapy, oxycodone) in 2016, anemia (blood transfusion) in 2016 and gastric bypass (surgery) in 2012. Concomitant products included cefixime (flexeril) from 2018 to 2019, gabapentin (gabapentin) since (B)(6) 2019, medroxyprogesterone acetate (depoprovera) from 2010 to 2011 and oxycodone since 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder problems"), headache ("migraines / headaches") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), urinary tract infection ("uti") and urinary tract disorder ("urinary & bladder problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2018 partial hysterectomy). At the time of the report, the pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract infection, headache, weight increased, vaginal haemorrhage and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, headache, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported insertion date; 2012 received treatment for bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) conducted (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received: reporter information update. Case became incident events abdominal pain lower, vaginal bleeding & urinary tract disorder were added, concomitant drug, medical history were added, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia (performed hysterectomy) in 2017, osteoarthritis (physical therapy, oxycodone) in 2016, anemia (blood transfusion) in 2016 and gastric bypass (surgery) in 2012. Concomitant products included cefixime (flexeril) from 2018 to 2019, gabapentin (gabapentine) since (B)(6) 2019, medroxyprogesterone acetate (depoprovera) from 2010 to 2011 and oxycodone since 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder problems"), headache ("migraines / headaches") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), urinary tract infection ("uti") and urinary tract disorder ("urinary & bladder problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract infection, headache, weight increased, vaginal haemorrhage and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, headache, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported insertion date; 2012 (B)(6) 2011 and (B)(6) 2012. Received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) conducted (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter added from medical records. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.